Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the screw on the a1018 mayfield swivel adaptor does not engage well with any skull clamp that they tried it on. It was very rough and hard to turn. There was no known patient involvement or surgery delay.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The short torque knob had a c-clip that was not standard to the equipment. This caused the screw to not fully engage leading to the reported condition. Further investigation showed that the nylon washers and the retaining rings of the unit were worn. The unit was beyond integra's seven (7) years recommended life cycle (manufactured year of 2012). The reported complaint was confirmed from the evaluation. The likely cause of the complaint was improper handling / misuse and wear and tear. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.